Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient was having problems with the device "shocking" them when they were trying to sleep. The family member also indicated that a technician came out and made some adjustments, which resolved the problem, however it started happening again yesterday. No additional information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.